Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ debilitating, severe, and persistent pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) , (B)(6) and (B)(6).). Concurrent conditions included obesity. Concomitant products included montelukast in 2010 and naproxen in 2014 for antiinflammatory therapy, meloxicam in 2016 for arthritis, budesonide w/formoterol fumarate (symbicort) in 2016, fluticasone propionate (flovent hfa), fluticasone propionate w/salmeterol (advair diskus) in 2016, salbutamol sulfate (proair hfa) in 2016 and salbutamol sulfate (ventolin hfa) in 2014 for asthma, methyldopa in 2011 for blood pressure abnormal, amlodipine in 2014 and lisinopril in 2014 for blood pressure high, cetirizine hydrochloride in 2015, hydroxychloroquine in 2015 and hydroxyzine hydrochloride (hydroxyzine hcl) in 2015 for multiple allergies, prednisone in 2013 for multiple allergies and pain, galenic /paracetamol/codeine/ (acetaminophen w/codeine) and tramadol in 2014 for pain as well as hydrochlorothiazide in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain ("sharp pain that starts in chest and travel to right leg"), arthralgia ("severe hip and lower back pain/ hip pain/right hip pain-severe and persistent"), back pain ("severe hip and lower back pain/ lower back pain-severe and persistent"), abdominal pain lower ("severe cramps"), menorrhagia ("heavy bleeding during cycle") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and treatment noncompliance ("she did not use any contraception until the confirmation test results were received"). The patient was treated with surgery (she performed a robotic hysterectomy procedure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and arthralgia was resolving, the chest pain, abdominal pain lower, menorrhagia, dysgeusia, mental disorder and treatment noncompliance outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, chest pain, dysgeusia, menorrhagia, mental disorder, pelvic pain and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation. Most recent follow-up information incorporated above includes: on 29-nov-2017: new reporter, patient`s demographic data, new events "essure caused or aggravated any psychiatric and/or psychological conditions" and "she did not use any contraception until the confirmation test results were received" were added. Patient underwent a hysterectomy for essure removal, case upgraded to incident. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ debilitating, severe, and persistent pelvic pain") and rheumatoid arthritis ("rheumatoid arthritis") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2005 and (B)(6) 2012.) And grand multiparity. Concurrent conditions included morbid obesity, paratubal cyst and leiomyoma nos. Concomitant products included montelukast since 2010 and naproxen from 2014 to 2016 for antiinflammatory therapy, meloxicam since 2016 for arthritis, budesonide w/formoterol fumarate (symbicort) since 2016, fluticasone propionate (flovent hfa), fluticasone propionate w/salmeterol (advair diskus) since 2016, salbutamol sulfate (proair hfa) since 2016 and salbutamol sulfate (ventolin hfa) from 2014 to 2015 for asthma, methyldopa since 2011 for blood pressure abnormal, amlodipine since 2014 and lisinopril since 2014 for blood pressure high, cetirizine hydrochloride since 2015, hydroxychloroquine since 2015 and hydroxyzine hydrochloride (hydroxyzine hcl) since 2015 for multiple allergies, prednisone since 2013 for multiple allergies and pain, galenic /paracetamol/codeine/ (acetaminophen w/codeine) and tramadol from 2014 to 2016 for pain as well as hydrochlorothiazide since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 7 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain ("sharp pain that starts in chest and travel to right leg"), abdominal pain lower ("severe cramps"), menorrhagia ("heavy bleeding during cycle") and dysgeusia ("metal taste in mouth"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthralgia and back pain. On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), treatment noncompliance ("she did not use any contraception until the confirmation test results were received"), back pain ("lower back pain") and device deployment issue ("first the left tubal ostium is applied with the essure device and (0) ring is seen/after"). The patient was treated with surgery (she performed a robotic hysterectomy procedure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the rheumatoid arthritis, chest pain, abdominal pain lower, menorrhagia, dysgeusia, mental disorder, treatment noncompliance, back pain and device deployment issue outcome was unknown. The reporter considered abdominal pain lower, back pain, chest pain, device deployment issue, dysgeusia, menorrhagia, mental disorder, pelvic pain, rheumatoid arthritis and treatment noncompliance to be related to essure. The reporter commented: fallopian tubes weighing 150 grams. First the left tubal ostium is applied with the essure device and (0) ring is seen after the application. After this, the right tubal ostium is then applied with the essure device and (0) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation. (B)(6) 2014:surgical pathology final diagnosis-uterus, cervix and fallopian tubes, hysterectomy and salpingo oophorectomy: cervix- no significant .histopathologic change. Endometrium- secretory endometrium. Myometrium- leiomyoma. Fallopian tubes- paratubal bysts on right fallopian tube. Gross description: the specimen consists of a uterus with attached cervix and fallopian tubes weighing 150 grams. The uterus measures 9.5*7*5.5 centimeters. The os is slightly opened with tan-brown secretions measuring 2.5*0.5 centimeters. The right fallopian tube measures 6.5 centimeters in length and 0.9imeters in greater diameter. There is a paratubal cyst on the right fallopian tube measuring 1.4*1*0.8 centimeters. The left fallopian tube measures 6.9 centimeters in length and 1.3 centimeters in greater diameter. The fallopian tubes which serially sectioned to reveal no grossly identifiable lesions. There is a white whirled lesion in the myometrium measuring 1.7*1.1 centimeter most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and mr was received. Events rheumatoid arthritis & device deployment issue were added. Concomitant & historical conditions & drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.